Event description:
It was reported that the patient underwent a neurostimulator replacement after visiting the hospital due to feeling sick (MFR. Rep. # 9614453-2011-03587). Approximately, seven months later the patient felt sick again, and an extension replacement was performed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received clarified that the patient felt 'uneasiness' with their parkinson's disease and had their device system checked and settings confirmed. It was noted that the patient had not been around any strong electromagnetic fields. The device remained in use by the patient and further interventions were planned.

Manufacturer narrative:
(B)(4): extension model 7482-51, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk.